Event description:
An account manager has reported on behalf of the surgeon that, during intraocular lens (iol) implant procedure, scratched optics was noted. Additional information was received that the lens remained implanted in patient's eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).